Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a kinked stylet was confirmed. One 4 fr powerpicc solo was returned for investigation. The catheter was received with the 3cg stylet in the lumen. The catheter tubing had been trimmed at the 39cm depth mark and the stylet extended 21.8 cm beyond the trimmed end of the catheter. The polyimide tubing and core wire were kinked 6.1 cm from the distal tip of the 3cg stylet. The exposed stylet appeared to have been a contributing factor in the reported complaint. After trimming the catheter and re-advancing the stylet, the instructions for use (IFU) state, ¿gently retract the stylet through the locked t-lock connector until the stylet tip is contained inside the catheter. Prior to insertion, ensure that the stylet tip is contained inside and within the catheter but not more than 1 cm from the trimmed end of the catheter. Warning: ensure that the stylet tip does not extend beyond the trimmed end of the catheter. Extension of the stylet tip beyond the catheter end, combined with kinking and excessive forces, may result in vessel damage, stylet damage, difficult removal, stylet tip separation, potential embolism and risk of patient injury.¿ no damage associated with the manufacturing process was noted on the stylet.

Event description:
It was reported when the personal tried to put in the catheter in the vein they discovered a nicked piece on the guidewire about 6cm from the top. It was stated that they pulled it out.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported when the personal tried to put in the catheter in the vein they discovered a knicked piece on the guidewire about 6cm from the top. It was stated that they pulled it out.